Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4), implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving 20 mg/ml dilaudid at a dose of 4.1 mg/day via an implantable infusion pump for non-malignant pain, chronic low back pain, and failed back surgery syndrome. It was reported that the patient had symptoms of withdrawal that he noticed on (B)(6) 2018. The patient had increased pain and felt like he had the flu. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient was seen at the doctor's office on (B)(6) 2018. The patient was getting good pain control with the pump prior to this. The rep was requested to be present for a dye study and roller study on (B)(6) 2018 with the doctor. The doctor was able to aspirate only 0.5 ml of cerebrospinal fluid (csf) and it was very slow. The roller study was normal. The catheter was at t10/11. The patient was referred for a catheter revision. The patient was to see another doctor next week for consultation and surgery for revision would be scheduled. The issue was not resolved at the time of this event, surgical intervention was planned. The patient's status was "alive - no injury" and no further complications were expected or anticipated.